Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was trying to ¿set up the plate in order to get the device on the hip¿ and they saw a por message, and it had been like 8 days. The patient stated the device ¿fell down.¿ when asked if there was any recent medical exposure the patient reported they had an electrocardiogram and something in their stomach 2 days ago. The patient was redirected to their healthcare provider and noted they didn¿t have an appointment until (B)(6) 2019. The patient was advised to try to get in earlier. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power-on-reset (por) when connecting the programmer to the ins after having a colonoscopy. This happened about 5 days ago ((B)(6) 2019). When asked if electrocautery was used during the procedure, the patient responded that they did not think so. The patient stated that the had pain at the ins site and hip and could not sleep or walk. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.